Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use and the returned instrument has a crack. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured when trialing. This resulted in a surgical delay of 5 minutes or less. There was no consequences or impact to the patient.